Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the telescope exhibited broken lens and distal fiber breakage. There was no patient involvement.